Event description:
During a tao tavr procedure, the doctor reported that the ascendra+ sheath leaked during the insertion of the pigtail and jr4 catheter. There was a lot of bleeding around the catheters, causing about a liter of blood lost. No injury to the tissue was noted and no additional tissue repair was needed. The patient is stable and doing well. The patient did not require any blood or blood product transfusions during the procedure. The perceived cause of the leakage is unknown.

Event description:
During a tao tavr procedure, the doctor reported that the ascendra+ sheath leaked during the insertion of angiography catheters. There was a lot of bleeding around the catheters, causing about a liter of blood lost. No injury to the tissue was noted and no additional tissue repair was needed. At the time of the report, the patient was stable and doing well and did not require any blood transfusions during the procedure.

Manufacturer narrative:
Additional narrative: the asc+ sheath was returned to edwards for evaluation. During visual inspection, no visual abnormalities were observed. The housing was disassembled to inspect the hemostasis seals for any holes or tears. The seals were assembled in the correct order in the housing and no visual abnormalities were observed on the seals. The housing was disassembled to remove the hemostatic seals prior to decontamination; therefore, hemostasis testing could not be performed. All sheaths undergo multiple 100% inspections during manufacturing. These inspections make it unlikely that a manufacturing non-conformance of the sheath caused the reported leakage. The device history record (DHR) records review did not reveal any issues that could have contributed to the complaint. The complaint of the asc+ sheath housing leakage could not be confirmed. No manufacturing non-conformances were found in the returned device. No labeling inadequacies were identified. Review of complaint history did not reveal that occurrence rate exceeds the (B)(6) 2015 control limits for this trend category. Therefore, no preventative or corrective action is required.

Manufacturer narrative:
The investigation is ongoing, as the device will be returned to edwards.